Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 468 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin.